Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the device and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The cause of the peritonitis event was attributed to the patient not following protocol for aseptic technique. The patient admitted to not masking or hand washing prior to treatment. In addition, the patient sleeps with a cat which is against pd protocol. The culture results of acinetobacter baumannii support the patient statement as this organism can be found on human skin as well as inanimate surfaces where it can survive for long periods of time. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis and sees ¿yellow stuff¿ floating in the lines. Fibrin was also reported. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was presented to the pd clinic with abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and levaquin (dose and frequency unknown). The pd effluent culture grew positive for acinetobacter baumannii and showed a red blood cell (rbc) count of 22 (unknown units) and a white blood cell (wbc) count of 673 (unknown units). The patient¿s antibiotic regimen was adjusted, and the vancomycin was discontinued. The levaquin was changed to oral tablets every other day (dose not provided) for 14 days. The patient¿s pd effluent was tested again on (B)(6) 2020 and showed improvement with an rbc count of 2 and wbc count of 74. The pd clinic will continue to follow the peritonitis case until the wbc count is >10. The cause of the peritonitis has been attributed to the patient not following proper aseptic technique. The patient admitted to not performing hand washing or masking prior to treatment initiation. The patient also sleeps with a cat which is against treatment protocol. The patient was seen at the pd clinic after experiencing the draining slowly issues and had the tubing changed out. The patient is continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.